Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient faced an issue with infusion set as the tape was not sticking. Currently, the blood glucose level of the patient was 360 mg/dl. No further information was available.